Event description:
The customer received questionable results on multiple assays for two patient samples. It was determined that one sample had erroneous results reported outside of the laboratory for alp ifcc gen.2 (alp) and calcium gen.2 (ca). The initial alp result was 145 u/l, accompanied by a data flag, and the initial ca result was 10.3 mg/dl, accompanied by a data flag. Both of these results were reported outside of the laboratory. The customer discovered that all results were not correct before they were reported out when the sample was run at approximately 8:15 am. The alp was repeated twice and generated a first repeat result of 36 u/l, and on second repeat generated a result of 36 u/l. The ca was also repeated twice and generated a first repeat result of 8.5 mg/dl, accompanied by a data flag and a second repeat result of 8.7 mg/dl. The customer deemed the repeat results to be the correct results and issued a corrected report to the physician. There was no adverse event. The lot number and expiration date for the alp and ca reagents were requested, but were not provided by the customer. The field service representative was unable to find a cause for the issue. He also could not replicate an error that was found in the error message log. He checked the instrument fluidic functions and barcode read functions and detected no issues. The customer has run the instrument with no further issues.

Manufacturer narrative:
The investigation could not determine a specific root cause. It is suspected that there was a sample carryover issue. However, this could not be proved as additional requested data could not be provided by the customer. It was determined that the error message was not related to the erroneous results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.